Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be file.

Event description:
It was reported that the safety mechanism on a bd integra¿ 3 ml syringe with detachable needle was difficult to push during/after use. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review could not be performed due to unknown batch #. The complaint could not be confirmed and the root cause is undetermined.